Manufacturer narrative:
Medtronic received the following information from a journal article entitled ¿guessing the sequence of multiple relinings with afx and nitinol-based cuff: ¿a riddle, wrapped in a mystery, inside an enigma¿ georgakarakos e & dimitriadis k vascular 2024, vol. 32(3) 516¿520 doi: 10.1177/17085381221140952. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ guessing the sequence of multiple relinings with afx and nitinol-based cuff: ¿a riddle, wrapped in a mystery, inside an enigma¿.  A patient presented complaint of abdominal pain and had a hx of previous evar procedures many years previously. Details of the types of endografts implanted and procedures performed were missing so the physicians had to derive stent graft information from the imaging performed.  A CT was performed which showed a 78mm aaa with no rupture. The existence of type ia, ib, and ii endoleaks were also excluded. Yet, a contained contrast sequestration between two endoskeletons was detected. This finding was augmented in the venous phase. Following review of the imaging it appeared the patient had two non mdt bifurcate stent graft, other non mdt stent grafts and an cuff with suprarenal stents with a ¿e¿ marker consistent with an endurant stent graft. After several intraoperative angiograms with a catheter injecting contrast above a balloon occlusion to better demonstrate occult endoleaks, no signs of endoleaks were documented and the patient returned to the ward. The abdominal pain subsided after a couple of days and a new cta 1 month later confirmed the absence of any aaa-related pathology.